Manufacturer narrative:
H.6. Type of investigation code b17: the device was requested from the facility, but was not made available. H.6. Type of investigation code b22: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H.6. Investigation conclusions code d15: there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device.

Manufacturer narrative:
The product malfunction referenced in the event description was previously reported on report 3013164176-2025-02370. At the time of that report, the information from the physician indicated that the gore® devices played no role in the rupture of the iliac that led to the patient's death. On may 15, 2025, we became aware of voluntary medwatch mw5170196, alleging that gore® tag® conformable thoracic stent graft caused the transected iliac artery. Based on further conversations with the physician, the gore® tag® conformable thoracic stent graft traversed that section of the vasculature within a gore® dryseal flex introducer sheath. There is no reason to suspect that the gore® tag® conformable thoracic stent graft caused or contributed to the rupture. Although there is no direct allegation against the gore® dryseal flex introducer sheath, we are reporting on the device out of an abundance of caution. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient was being treated using gore® tag® conformable thoracic stent graft with active control (ctag) using an introducer sheath that is likely a gore® dryseal flex introducer sheath. After the device was fully deployed, the physician attempted to removed the grey angulation handle, but was unable to do so. Two strings were still attached, and when trying to pull the handle the device began angulating on the inner curve. The physician then opened the hatch. Lines 3 and 4 were still available in the hatch. The physician attempted to pull line 4, but the device continued to angulate. When the physician tried to remove line 3, there was resistance, and the physician was unable to remove line 3. The physician then ballooned the stent graft. This released the device from the stent graft. Immediately following the ballooning, the blood pressure in the patient dropped. The physician performed a retrograde angiogram, and discovered that the right iliac artery was transected, and completed disconnected. The physician converted to open surgery to repair the iliac, but the patient died. According to the voluntary medwatch submitted by (B)(6) on (B)(6) 2025, the iliac artery was transected by the graft. At the time of the event, both the fsa and a product specialist reported that the surgeon had told them the ruptured iliac artery was unrelated to the implanted device, and in a follow-up conversation on (B)(6) 2025, the surgeon reiterated that he did not believe the stent was the cause of the rupture. According to (B)(6), their office did not directly examine the patient body.